Event description:
A clinic reported they received a tip which produced sparks and a burnt smell during treatment. Following the observation of spark and burnt smell the treatment tip was replaced. No patient injury was reported related to this malfunction.

Manufacturer narrative:
Complaint product has been requested for evaluation but not yet received. A review of the device manufacturing records is underway but not yet completed. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No patient injury was noticed during treatment. Service confirmed damage on the tip membrane along the radio frequency trace. Investigation found glowing or sparking from the tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging.

Manufacturer narrative:
Treatment tip was returned and evaluation of the tip was completed. The tip passed flow and thermistor testing. Tip failed leak test and visual inspection. Evaluation indicated there was a burnt trace visible on the tip and dielectric membrane breakdown was also observed. No functional testing was possible due to the condition of the returned device. A review of the device manufacturing records is underway but not yet completed.